Event description:
It was reported that the patient sought medical attention at the (B)(6) with hyperglycaemia and high ketones. The patient¿s blood glucose levels rose to 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours. The patient¿s ketones measured 5.8. Reported symptoms include nausea, vomiting and problems with cognition. The patient was treated with 9.5 units of humalog (insulin lispro) administered manually using a pen ad well as two boluses of insulin using the pod (exact values of amount administered not provided as reporter could not recall). The patient was released 3 hours later, on the same day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.